Event description:
It was reported that post lead extraction, the physician unable to tighten rv df-1 screw of the existing device. The setscrew stripped and was unable to tighten. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to tighten the set screw was confirmed in the laboratory. The rv df-1 set screw was found to be damaged. Visual inspection identified silicone material inside the set screw hex cavity but appeared insufficient to contribute to the damage to the set screw. The cause of the inability to tighten the set screw could not be determined.